Manufacturer narrative:
On 8/4/2015 integra investigation completed. Method: failure analysis, device history evaluation results - failure analysis - could not confirm failure as stated as unit ignited and passed light output without smoking or flashing. The ferrite harness was broken additionally, the mirror was not installed into bracket it was loose inside of unit. Device history evaluation - nonconforming product report / nonconforming material report history: there is no applicable nonconforming product report / nonconforming material report history. Variance authorization / deviation history: none engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Corrective action preventive action history: a statistically significant trend in early life failures has been observed for the 00mlx xenon bulb. Health hazard evaluation history: the main power switch had been identified as not meeting the requirement of (B)(4) as required by (B)(4). Conclusion: root cause cannot be conclusively determined, but the broken ferrite cable and the mirror not installed could cause the burning smell as the light would be directed onto another component which could have started melting components or metal chassis. Not known if units' cable was damaged and unassembled by user or manufactured with broken and loose parts.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.

Event description:
Customer initially reports bulb blew up. On (B)(6) 2015 customer reports that on (B)(6) 2015 bulb did not blow up. There was a burning smell and a flash of light, no harm done.